Event description:
(B)(4). The erroneous results were not reported outside the laboratory and there was no affect to patient with regard to this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was determined through troubleshooting with bec customer product line support (cpls) that the customer was not handling samples appropriately. Vitamin b12 analysis is performed on mondays and wednesdays in the customer's laboratory. Samples are collected in a beckton and dickinson (bd) 8.5ml serum separator tubes and centrifuged for 15 minutes at 3300 rpm. The sample is then poured into a bd plain red tube and frozen (unless collected on a testing day). If the sample is collected on a testing day, prior to analysis it is poured into a bd plain red tube and run the same day. All frozen samples are stored at -20 degrees celsius in a frost-free freezer. Upon thawing these samples, the customer mixes the samples prior to testing. Bec cpls tested the returned samples. The samples were stored frozen (-20 degrees celsius) from the time they were received until they were tested. The samples were allowed to thaw at room temperature, gently inverted several times, and then centrifuged for 15 minutes at 3750 rcf. After centrifugation, the samples were pipetted into sample containers. Any observations regarding the appearance of the samples were noted at this time. Each sample had 5 replicates of vitamin b12 run. The erratic results the customer obtained could not be replicated. The results obtained by cpls did not show a systematic precision issue with the access vitamin b12 assay. Cpls recommended to the customer to follow the access vitamin b12 instructions for use regarding sample collection and preparation. The samples are now noted to be handled appropriately. Service was dispatched and a preventive maintenance (pm) was performed among other diagnostic tests which all passed within specifications. Although sample handling was addressed with the customer, a definitive root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting an imprecise vitamin b12 patient result generated by the access 2 immunoassay system on (B)(4) 2011. The initial sample was run in duplicate and was repeated multiple times over the next 3 days. All results recovered within the normal reference range upon repeat. The erroneous results were not repeated outside the laboratory and there was no affect to patient with regard to this event.